Event description:
A review of service data detect a reportable event. Upon servicing monitor sn (B)(4), the monitor was unable to power on. The last pt to use this device did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. Upon eval, the monitor would not power on. The cause of the monitor not powering on was a flash memory failure (B)(4) on c/a board (B)(4). An intermittent connection was discovered at pin a25 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified, but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the damaged flash memory. The last pt to use this monitor did not report any problems.